Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, evidence of heart block presented. One day later, a permanent pacemaker was implanted due to complete heart block (chb). Per the physician, the chb was possibly related to the implant procedure, but not related to the valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot number (0012160468); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329; product lot number (0012164310); product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, evidence of heart block presented. One day later, a permanent pacemaker was implanted due to complete heart block (chb). Per the physician, the chb was possibly related to the implant procedure, but not related to the valve. Additional information was received to report the chb resolved with sequelae on the same day of permanent pacemaker implant.